Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient (pt) and manufacturer representative (rep) reported strong stimulation upon moving from standing to sitting. Rep helped the pt turn the stimulation down with the stimulator turned off. She then slowly turned up the stim to comfort. Rep assisted the pt to turn off the adaptive stim feature off. Pt will see if our changes resolved the issue so no additional follow-up is needed at this time. She was instructed to call rep back if she needs further assistance over the phone, or if they need to set up an appt for any additional reprogramming.